Event description:
Our sales rep, reports that he was conducting a demo at the customer. During this he have problems with the inner shaft. He inserted the shaft into the handle and locked it with the knob. A rod was inserted and he tried to change its angulation with slight moves. This was only possible with high forces. He noted ratcheting noises. At the beginning, the rod lay at 90 and then at 120. For the surgeon, it was not possible to move the rod in its original position, although the knob was not locked anymore. He tried it again with high forces, but it was not possible to move the rod. As a consequence, the inner shaft broke at the adaptor.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.